Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during an unknown process step at the end of therapy. The patient was connected to the homechoice pro device at the time of the events. The patient reported the device read¿ turn me off¿. Renal therapy services (rts) had the patient remove the set, cycle power the device and setup for therapy to do an initial drain. It was reported the patient felt overfilled upon wakening and accidentally pressed go instead of doing a manual drain. Draining relieved the patient's symptoms. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A short-simulated therapy was successfully performed. The event history log review showed the previous information was overridden; therefore, there was no information available from the date of the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.